Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose was in 180-189 mg/dl range. Reportedly, customer continued using pump for insulin therapy.